Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient received normal blood glucose results on the meter while having hyperglycemia symptoms. The exact blood glucose result was not provided. The patient went to the hospital and the hba1c test was 9.8. The blood glucose results at the hospital were not provided. The type of treatment provided to the patient at the hospital was unknown. The patient was hospitalized for 2 days. On (B)(6) 2024, the patient received the following results at the hospital within 15 minutes: 127 mg/dl (patient's meter) and 167 mg/dl (lab result).